Event description:
It was reported that the event involved a pt with a 2 lumen vygon catheter inserted via the right subclavian site on (B)(6) 2011. The pt required hemodialysis on monday (B)(6) 2011. The md did not want to use another puncture site and as a result, decided to exchange the vygon catheter for a cs-25123-f. The md took the spring wire guide (swg) from the cs-25123-f and inserted it into the vygon catheter and the swg stopped at the hub of the catheter. The md was unable to insert the swg through the catheter and therefore the md requested a swg for the vygon. The vygon gw is thinner than the arrow swg. The vygon gw was inserted with some difficulty; nevertheless the md removed the vygon catheter over the gw. The gw was left in place and the md inserted the arrow introducer and exchanged the vygon gw for the arrow swg. The cs-25123-f was inserted and the md wanted to remove the arrow swg. As the md was removing the swg, the md felt some resistance. The md was able to remove the swg from the catheter and then noticed that the swg was unraveled. An x-ray was performed and the md noticed something at the end of the catheter. Details of event continued. The pt was transported to another hosp and this facility performed x-ray exam. According to this x-ray this "little part" was in the pulmonary artery. Add'l info received on (B)(6) 2011 from the quality assistant, france office states the vygon was inserted for one day. The pt was not taken to surgery to remove the piece. As of the date of (B)(6) 2011 the piece remains in the pt. Samples will not be returned for eval.

Manufacturer narrative:
(B)(4).